Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Implant date was later received. Upon review, it was determined that the implant date initially provided was prior to the date of manufacture of this product. The date provided in this report is an estimation based on shipment records. A good faith effort was made to obtain correct implant date but there was no response as of this date. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this pacemaker was explanted because it was found to be operating in safety mode. A new pacemaker was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for investigation.

Event description:
It was reported that this pacemaker was explanted because it was found to be operating in safety mode. A new pacemaker was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for investigation.

Manufacturer narrative:
Implant date was later received. Upon review, it was determined that the implant date initially provided was prior to the date of manufacture of this product. The date provided in this report is an estimation based on shipment records. A good faith effort was made to obtain correct implant date but there was no response as of this date. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Manufacturer narrative:
Upon review, it was determined that the implant date initially provided was prior to the date of manufacture of this product. The date provided in this report is an estimation based on shipment records. A good faith effort was made to obtain correct implant date but there was no response as of this date. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this pacemaker was explanted because it was found to be operating in safety mode. A new pacemaker was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for investigation.

Manufacturer narrative:
This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this pacemaker was explanted because it was found to be operating in safety mode. A new pacemaker was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for investigation.